Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the device was done. The balloon folds were relaxed which may have occurred after the balloon protector was removed from the device. The device was attached to an encore inflation unit and the balloon was inflated without issue to its rated bust pressure of 12 atmospheres. This was repeated two more times with no inflation or deflation issues noted. No leaks or drops in pressure were noted. The tip, balloon and blades of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 06/2.25 flextome¿ cutting balloon¿ was used to pre dilate the lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 06/2.25 flextome¿ cutting balloon¿ was used to pre dilate the lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.